Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer stated that he was doing well on the insulin pump but he experienced low blood glucose over the last few days. He reported that the insulin pump alarmed no delivery the day prior, and he stated that his infusion set would be replaced. He noted that he had forgotten to report experiencing low blood glucose in the 50 mg/dl range. The most recent low blood glucose reading was 54 mg/dl. He declined troubleshooting assistance for the event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.